Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings. The customer¿s blood glucose was 400, 472 and 570 mg/dl and the sensor glucose was 61 and 117 mg/dl. The insulin pump will not be returned for analysis.